Manufacturer narrative:
Failure event observed during analysis. Final analysis found a patient lead was returned measuring 6.3cm from the connector pin. Full breach insulation degradation was noted in multiple locations at 4.5 cm, 4.8 cm and 5.4 cm from the connector pin with the lead body noted to be severely twisted.

Event description:
This report is to advise of an event observed during analysis.